Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned non-emergency procedure was performed when the issue happened. The procedure was completed as issue occurred after the procedure completed. Philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, fse found the equipment has a motherboard failure, that prevents the power supply from turning on. To resolve the issue fse replaced the suit pc and software was reinstalled. After replacement of the suit pc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, as procedure was completed as it was completed before the issue arose, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.